Manufacturer narrative:
The investigation summary is as follows: since we did not receive the faulty sample nor an image showing the stated defect, no investigation is possible. The error pattern can neither be verified nor disproved. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: the puncture can only be made after the disinfectant has completely dried on the skin. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectant. This may irreversibly damage the catheter unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter undergoes flow and leak testing during production as part of the quality control process. The tensile force and dimensions of catheter and set components are randomly checked. A review of vygon USA's complaint data identified three reported catheter issues involving leakage or cracking for lot 24e007d, all originating from this facility. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative photo or, even better, the faulty sample.

Event description:
Fractured PICC - on (B)(6) PICC dressing changed due to lifting. After dressing changed PICC nurse was called back to bedside due to bleeding. Dressing removed/line noted to be cracked and leaking ivf and blood. Crack was at the junction of where the hub and line connect. (Nicu baby) patient outcome- no harm.

Manufacturer narrative:
Once the sample is received an investigation will be completed. The results will be sent to you through an additional MDR.

Event description:
Fractured PICC - on (B)(6) PICC dressing changed due to lifting. After dressing changed PICC nurse was called back to bedside due to bleeding. Dressing removed/line noted to be cracked and leaking ivf and blood. Crack was at the junction of where the hub and line connect. (Nicu baby) patient outcome- no harm.